Event description:
A continuous positive airway pressure (CPAP) device was returned to a third-party service center for service. There was no report of patient harm or injury reported. During evaluation at a third party service center, the sound abatement foam was found to be degradation. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.